Manufacturer narrative:
E1 initial reporter phone number: (B)(6). Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's system was auto reducing, patients lead has high impedances. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The reported observation of high impedance was confirmed. As received the one of the two stim end segments were found with a broken wires and that would cause high impedance/auto reducing issues. The cause for the event remains unknown

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.